Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code related to failure of internal battery. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.